Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient underwent a revision surgery after CT scan identified there was a fracture through his partially untied subtalar joint and the hind foot fusion nail was fragmented causing pain and discomfort. The surgeon removed the distal fracture fragment of the nail and placement of two additional screws. These components were extracted without complication. However, due to the position of the fragmented proximal portion of the nail, the surgeons were unable to remove it.

Manufacturer narrative:
Only two screws and the nail head fragment were returned for evaluation; the remaining screws and the nail shaft remain implanted in the patient as documented in the reported complaint. From the analysis conducted by the lab during this investigation, it was concluded that the hfn fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the nail could not bear the imposed patient loading, resulting in overload fracture. Fatigue cracking is caused by the nail bearing cyclic stresses in excess of the material endurance limit for extended time. These excessive cyclic stresses may be caused by excessive patient activity levels prior to full bone union, applications of loads in excess of the material¿s strength, poor bone quality, and/or non-union. A clinical evaluation indicated that there are several factors which may have contributed to the need for a second revision, to include the patient¿s recent injury to the left ankle and hindfoot may have caused or contributed to the fatigue cracking, as well as the multiple comorbidities and nonunion. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. No further clinical assessment is warranted. A review of complaint history on the listed hfn revealed no prior complaints for the listed batch. A review of the manufacturing records did not reveal any deviations that could have caused the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No additional actions are being taken at this time; however, we will continue to monitor for future complaints and investigate further as necessary. We consider this investigation closed.